Event description:
The pt was implanted with a left ventricular assist device and was readmitted to the hospital with signs of right heart failure and pneumonia. The hospital staff found high pap (which was known since implantation) and high infection parameters. The pt was stabilized and given antibiotic therapy for the infection. The pt's hemodynamic situation did not change and the pt was still dependent on catecholamine. An echo was performed and showed an unloaded left ventricle while the pump was running at 10,000 rpm with a pi of 4.5 and power of 7-9 watts. Arterial blood pressure curves showed high pulsatility of at least 120/70 mmhg. Tee showed that the inflow cannula was positioned poorly with consecutive flow obstruction. A decision was made to replace the pump and inflow cannula.

Manufacturer narrative:
The explanted pump was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.